Event description:
It was reported that during a percutaneous transluminal coronary artery/stent procedure following dilatation, the catheter was removed from the pt. Upon inspection the tip was found to have separated. No pt injury was reported.